Event description:
The safety mechanism did not turn to red after injection was given. After auto cover was manipulated and after several attempts before it locked. Dates of use: (B) (6) 2010. Diagnosis or reason for use: insulin pen.

Event description:
Customer reportedly received results of 536 mg/dl and 216 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer received questionable calcium results for eight patient samples. Calcium results for six of the patients were erroneous when repeated on the same cobas integra 400+, serial number (B)(4). Patient 1, initial result was 9 mg/dl, repeat gave 7.8 mg/dl. Patient 2, initial result was 13 mg/dl, repeat gave 9.7 mg/dl. Patient 3, female, age (B)(6), initial result was 10.7 mg/dl, repeat gave 9.8 mg/dl. Patient 4, female, (B)(6), initial result was 11 mg/dl, repeat gave 9.6 mg/dl. Patient 5, female, (B)(6), initial result was 10.5 mg/dl, repeat gave 8.8 mg/dl. Patient 6, female, (B)(6), initial result was 10.9 mg/dl, repeat gave 9.2 mg/dl. The initial results were reported outside the laboratory. The patients were not treated based on the erroneous results. The calcium reagent lot number was 62601901. The customer declined a field service representative dispatch because she did not believe it was an instrument issue. The customer requested a new lot of calcium reagent which she calibrated and performed quality control. The new lot of calcium reagent resolved the issue.